Event description:
Preliminary analysis of the returned device found that the guidewire was fractured in two pieces. There was no reported clinical consequence to the patient.

Manufacturer narrative:
Visual inspection of the returned device found that the device was broken and two pieces were returned. A 266cm length proximal section of the guidewire had several kinks at 139cm, 140.1cm, 142.3cm from the proximal end and missing polytetrafluoroethylene (ptfe) coating. A 32.3cm length distal section of the guidewire was severely bent along the body and the coil was unraveled. No other coating anomalies were found during ptfe adhesion (dowel) test. Further investigation of the fracture surfaces using scanning electron microscopy (sem) found one failure site on each sample provided. All failure sites (two fracture samples of the corewire of the spring tip and two fracture samples of the body) showed a perpendicular fracture surface relative to longitudinal axis of the wire with presence of elongated dimples rupture and smeared material in a clockwise direction suggesting a match between them. Failure sites of the body fractures showed a bend section with tension and compression zones. Failure on all sites occurred due to a torsion overload and on the fracture samples of the body a bending moment was applied. All failure sites exhibited the same failure mode with similar characteristics suggesting a match between them. No materials anomalies were found. Based on the investigation results and the information provided, it is most likely that the fractures occurred due to external forces applied to the device. However, review and analysis of available information failed to identify a definitive root cause for the reported event and observed issues.

Event description:
Preliminary analysis of the returned device found that the guidewire was fractured in two pieces. There was no reported clinical consequence to the patient.